Manufacturer narrative:
Zoll medical corporation evaluated the device and clinical data. Review of the clinical data showed that the device approprietly advised a shock for the rhythm detected. However, the analysis in question was after the patient had regained a pulse. Indications for use instructs users to disconnect the device once a patient has a return of circulation. The clinical data also shows that the end user manually pressed the shock button after the "shock advised" prompt. The end user has the choice to abort the shock if needed. Evaluation of the device and clinical data did not find any evidence to suggest a device malfunction. Analysis of reports of this type has not identified an increase in trend.the device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. The clinician indicated the device administered the shock to the patient complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.